Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 010000925, g7 hi-wall e1 liner 32 mm c, unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10619.

Event description:
It was reported that the patient's left hip was revised due to liner disassociation three months post- implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products: unk head. Reported event was confirmed by review of x-rays and provided photos. Product was not returned but pictures of explanted liner and head were provided. Locking ring and high wall portion of the liner exhibits damage. Review of x-rays confirms that the head is positioned eccentrically within the superior lateral acetabular cup. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.